Event description:
It was reported that the programmer was freezing up when an implantable cardioverter defibrillator (ICD) was checked. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer interrogated an implantable cardioverter defibrillator with no fault found. System errors found in the programmer error log.